Event description:
Litigation alleges patient had pain, loss of mobility and excessive levels of chromium and cobalt after asr hip implant. Update: 12/13/2012 - sales rep reported revision surgery due to pain. Part/lot were indicated. There was no new information that would change the outcome of the investigation. Update - 2/8/2013 - plaintiff's preliminary disclosure form was received along with medical records, which indicated that the bone had fractured during insertion. The stem is now being reported due to the fracture. Records also indicate that patient had increasingly severe pain and metallosis and that cloudy yellow fluid was suctioned out of the joint capsule. Complaint has been reopened for further investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient had pain, loss of mobility and excessive levels of chromium and cobalt after asr hip implant. **update**12/13/2012-sales rep reported revision surgery due to pain. Part/lot were indicated. There was no new information that would change the outcome of the investigation. **update** 2/8/2013 - plaintiff's preliminary disclosure form was received along with medical records, which indicated that the stem had fractured during insertion. The stem is now being reported due to the fracture. Complaint has been reopened for further investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided (B)(4) product/lot code combination finds no other reports against since its release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.